Event description:
A health care professional that during intraocular lens implantation surgery, the lens didn't fold well, the leading haptic was twisted upon trying to advance lens during loading, with no patient contact. Procedure was completed on the same day. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).